Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af). Device exhausted therapy as it delivered multiple shocks.this product remains in-service. At this time, no adverse patient effects have been reported. Additional information regarding the event was received that it was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced non-conversion with their current programming settings. The patient received anti-tachycardia pacing (atp) and 6 shocks for ventricular tachycardia (vt). The shock therapy was momentarily successful, but then the patient would go back into their ventricular arrhythmia shortly after shock therapy was provided. It was recommended that the ICD be interrogated, and the patient evaluated by cardiology. A representative was contacted to perform device interrogation. Prior to the device interrogation, the patient was being administered medication. Subsequently, the ICD was interrogated and while device interrogation was being performed, the patient went into vt and the device delivered one shock which successfully converted the arrhythmia. A cardiologist was being consulted and no programming changes occurred at this time. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the device only delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af). He patient was in vt due to a electrolyte imbalance, therefore no malfunction of device was observed at the episode with shocks.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and multiple shocks due to atrial fibrillation (af). The inappropriate shocks led to therapy exhaustion. The patient received medication to treat the arrhythmia. This ICD remains in service. At this time, no additional adverse patient effects have been reported.